Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during percutaneous transluminal renal angioplasty treatment procedure, crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous renal artery. After engaging a guide catheter and pre-dilatation was performed with a 4mm balloon catheter. A 5.0mm x 15mm x 150cm express vascular sd stent was advanced and came into contact with proximal side of renal artery. Several attempts of balloon dilatation were performed but the physician was still unable to cross the lesion. The procedure was completed. No patient complications were reported and the patient status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an express sd stent delivery system and stent coiled up with a forceps clamped on the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between markerbands. There were multiple shaft kinks that corresponded with the forceps. The first five rows of struts on the distal end of the stent were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).